Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system had illuminator error for lamp module, the system pops up error 48245 while turning on the illuminator. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and found same error reported and sorted out by resetting of lamp module. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during procedure. The system functionality was checked upon powering on the system and the illuminator initially powered on without errors. The procedure was completed robotically with back up illuminator.

Manufacturer narrative:
Based on the claim against the product by the customer noting illuminator failed, an investigation was completed to determine the cause of this reported event. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse checked and reseated the lamp module, and camera cable and tested with switching on light from vision side cart (vsc), surgeon side console (ssc) and the camera head. The complaint regarding the illuminator error was confirmed during fse investigation, which indicates that the device did contribute to the customer reported issue. This complaint is being reported due to the following: the illuminator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup illuminator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.